Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial the patient had angina, ischemia, and a positive functional stress test. The patient was hospitalized and a diagnostic angiography was performed, which showed 75% restenosis. The patient was treated with balloon angioplasty. No additional event or patient information is available.

Manufacturer narrative:
Restenosis, ischemia, and angina, as listed in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, restenosis, ischemia, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedural complications. There does not appear to be any indication of a stent delivery system quality deficiency. The angina and ischemia were likely secondary effects of the restenosis, which resulted in hospitalization and treated with revascularization with balloon angioplasty. A conclusive cause cannot be determined.